Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter after a lap sigmoidectomy, there was a staple line leaking. It was noted either 36 hours or days after the colon resection surgery of the patient. The event led to patient hospitalization. An additional surgery was required to resolve the issue. No patient injury noted.